Event description:
As reported by the customer for this event, during an unknown procedure an intermittent image was observed for the device. At times, the screen was black and other times no image. The device was warm to touch and a red led light was lit at the back of the device. Once the device was allowed to cool down, the device was on again but failed upon warming up once again. There is no reported harm to the patient.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, the device was observed to have an intermittent image. This is attributed to a faulty printed circuit (qb) board. Unit was in burn-in test for two hours using test qb board and functioned normally. In addition, there is a minor chip top rear left corner of bezel not affecting functionality. Minor scratches on the top right corner of window screen not affecting the image. Customer does not want the device repaired as a new one will be purchased by the facility. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image due to a faulty printed circuit board. The specific root cause of the faulty printed circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.